Manufacturer narrative:
Vyaire file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator touchscreen is not working 100% of the time. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation:a vyaire field service representative(fsr) evaluated the device onsite. It was determined that the root cause of the issue was due to uim not responding. As a resolution installed new uim, touchscreen working properly. Also updated software to version 4.11. Calibrated touchscreen, verified proper operation of ventilator, return to service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.